Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 110mg/dl -120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 142 mg/dl and 156 mg/dl. The product is stored in the dinner room. The test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is 02/02/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.